Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement. Additionally, it was noted a few months post implant procedure, noise was observed on the high voltage (hv) electrogram (egm). Technical services (ts) discussed possible causes and provided troubleshooting recommendations. At this time, the rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement. Additionally, it was noted a few months post implant procedure, noise was observed on the high voltage (hv) electrogram (egm). Technical services (ts) discussed possible causes and provided troubleshooting recommendations. At this time, the rv lead remains in service. No adverse patient effects were reported. Additional information was received detailing that a commanded shock was performed on the patient in order to analyze shock measurements. Eventually, it was decided to explant and replace the lead. This lead was returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination of the lead noted calcification of body fluids on the distal shocking coil and lead tip. Analysis determined that the impedance measurements may have been impacted by the calcification of body fluids on the distal shocking coil and lead tip. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase. Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: patient codes h6: impact codes

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement. Additionally, it was noted a few months post implant procedure, noise was observed on the high voltage (hv) electrogram (egm). Technical services (ts) discussed possible causes and provided troubleshooting recommendations. At this time, the rv lead remains in service. No adverse patient effects were reported. Additional information was received detailing that a commanded shock was performed on the patient in order to analyze shock measurements. Eventually, it was decided to explant and replace the lead. This lead was returned to boston scientific for analysis. No further adverse patient effects were reported.